Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.